Event description:
It was reported that the preventive maintenance performed on the device failed. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced corroded right iui. Replaced punctured front case. Unit passed all preventative maintenance testing. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the right iui - corrosion. A review of the device history record showed the device had a manufacture date of 19nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the preventive maintenance performed on the device failed. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the preventive maintenance performed on the device failed. No additional information was provided. There was no patient involvement.